Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave oversensing in the alternate sensing vector with 2x gain. The patient was seen in-clinic the dame day, where it was determined that neither the secondary nor primary vector were suitable due to either low r-wave amplitude measurement or morphological changes during movement. The physician noted that this was the second shock this patient had received due to t-wave oversensing, likely the result of their brugada syndrome and elevated heart rates. As a result, the physician elected to leave the device programmed in the alternate vector with 2x gain and increased the cutoff zone and extended the smartcharge feature to resolve the event. At this time, the s-ICD system remains implanted, and the patient is continuing with normal monitoring. No additional adverse patient effects were reported.